Event description:
A report was received that the patient developed a yeast infection at the ipg site. The patient was prescribed with antibiotics. No further action will be taken at this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Additional information was received that the patient underwent a replacement of the lead and ipg per physician¿s preference. The physician believed that the infection was not device related but related to the patient. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed a yeast infection at the ipg site. The patient was prescribed with antibiotics. No further action will be taken at this time.

Manufacturer narrative:
(B)(4)